Event description:
Zimmer polyethylene hip replacement - 2. I have severe pain and discomfort with my right leg. This was operated on (B)(6) 2008. Nobody is taking my case, they are only taking metal on metal. I have a polyethylene and need someone to take this case. My muscles are constantly sore where they are cut, my nerve endings are being annoyed. I sit in a hot tub to make my night time sleep more relaxing. I have pain off/on walking with my right leg, sometimes to a limp. So my deal is the polyethylene zimmer hip replacements need to be addressed. Thank you.